Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing extracardiac stimulation from the left ventricular (lv) lead. Amplitude was decreased to resolve to stimulation and the lead remains in use. The patient is a participant in the adaptresponse clinical study. No further patient complications have been reported as a result of this event.